Event description:
It was reported that an infiltration occurred on a (B)(6) pt. The device was programmed to deliver vancomycin (programmed amount and delivery rate unk).

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. The spectrum infusion pump does not have the capability to detect infiltration events, and is communicated in the spectrum operator's manual as "the pump was not designed nor is intended to detect infiltrations or extravasations."